Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was leaking from the bottom of the canister. Reportedly, a new cartridge was loaded to address the issue. Additionally it was reported that resistance was experienced during the fill process. Both a syringe and cartridge change were performed resolving the issue. Customer's blood glucose level was 200 mg/dl.